Event description:
It was reported that the patient was seen in clinic for follow-up. The right ventricular lead exhibited increased capture threshold. A chest x-ray revealed the lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.